Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was making a hissing noise with a long squealing alarm during prior use. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that error code 118 was displayed. The noise would not continue when the device was powered off. The error code pointed to a lose connection on the graphic driver board. The fse found the connector loose and reinstalled which corrected the issue. Safety and functional tests were completed and the unit was cleared for use.